Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that during fill 1 of 4 he filled 2904mls. The patient stated he drained 218mls in drain 0 and did a manual fill prior to connecting to cycler with the amount of 2500mls. The patient reported that his stomach felt like it was expanding and was causing him discomfort. The patient did a stat drain and drained out 5559mls. A follow up call was made to the patient's peritoneal dialysis nurse who reported there was no serious injury or medical intervention. The patient's fill volume is 3000ml; therefore the reported drain volume of 5559ml is 185% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
Additional information: the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.